Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant: product ID d224trk cardiac resynchronization therapy defibrillator (crt-d)implanted: (B)(6) 2010; product ID 419688 implantable pacing lead implanted: (B)(6) 2010; product ID 407645 implantable pacing lead implanted: (B)(6) 2010. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture¿s database indicated the patient died approximately 9 months post implant of the crt-d system approximately 2 years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received. Visual analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.